Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that after an acessa procedure that took place on (B)(6) 2021 , the patient came back due to developing signs of infection. Patient had onset of pain , fever for four days, was placed on antibiotics but did not improve. Patient received an ultrasound and showed signs of degraded fibroids. Initially the patient was scheduled for a hysterectomy but it was cancelled due that stones were found in the gallbladder and a cholecystectomy was performed. It was reported that the symptoms experienced were due to the stones in her gallbladder and not related to the acessa procedure. No other information is available.